Event description:
Reporter indicated that the pt's vns lead was replaced because the pt could not feel stimulation and "it wasn't as effective in reducing seizures as it had in past." The seizure level relative to pre-vns baseline is unk. It was reported that the "computer said device was ok," although it was also reported that the last acceptable system diagnostic test occurred in 2004. It was reported that the cause of the event was unk. It was reported that there was no known trauma or manipulation of the device, although the pt falls frequently with seizures.